Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump broke. Customer states that there are cracks on the insulin pump. The blood glucose reading is 131 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was not performed due to missing segments. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.